Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced cardiac tamponade and pleural effusion. The evening after completion of a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter the patient was found to have a pericardial effusion. A pericardial tap was performed and 1500mls of bright red blood was removed. Within nine days of the procedure the patient had to have three more pericardial taps performed and was found to have both pleural and pericardial effusion. The patient seemed to be stable after being taken off of apixaban, but the complications were observed after reintroduction of the medication. The patient was hospitalized due to the complication but was noted to be in stable condition. The device is not expected to be returned for analysis due to disposal.